Manufacturer narrative:
(B)(4). Concomitant devices: unknown vanguard tibial bearing, catalog #: ni, lot #: ni, unknown vanguard tibial component, catalog #: ni, lot #: ni, unknown vanguard locking bar, catalog #: ni, lot #: ni. Report source - foreign: (B)(6) it has been indicated by the complainant that the product will not be returned to zimmer biomet for evaluation, as the device was discarded. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision twelve (12) years postoperatively to address femoral component loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: b4, b5, d1, d2, d4, g4, g5, g7, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Photographs were provided and showed the explanted device with bone growth and blood staining. X-ray review also confirmed loosening of the femoral implant with abnormal varus alignment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.